Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of july 22, 2024 was chosen based on the date the article was received. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e1302 captures the reportable event of hematuria. Patient code e2006 captures the reportable event of erosion. Patient code e2009 captures the reportable event of laceration. Patient code e1310 captures the reportable event of urinary tract infection. Patient code e2330 captures the reportable event of pain. Impact code f2303 captures the reportable event of medication required. Literature source: ahmed higazy, mohamed samir, ahmed abdelghani, a.m. Tawfeek, and ahmed radwan (2024). Effect of preoperative silodosin on facilitating access sheath placement in retrograde intrarenal surgery. A randomized controlled studys. Arab journal of urology 2025, vol. 23, no. 2, 117-123. Https://doi.org/10.1080/20905998.2024.2414134.

Event description:
It was reported to boston scientific via an article published in the arab journal of urology that a study was conducted to evaluate the effect of preoperative silodosin on ureteric dilatation to facilitate ureteral access sheath (uas) placement and reduction of ureteral wall injury in retrograde intrarenal surgery (rirs). Data from 120 patients with renal or upper ureteric stone of 2 cm or less was included in the study. During the procedures, the patients were positioned in the lithotomy position under general anesthesia. A sensor wire was used to access the ureter, allowing a navigator to be inserted. Then, a flexible ureteroscope lithovue was passed through the navigator for laser lithotripsy. Within the reported complications, 82 patients experienced postoperative pain, and 38 required extra analgesic. 12 patients experienced hematuria, while ureteral injury occurred on 22 cases. Lastly, 13 patients experienced urinary tract infection, requiring antibiotics.

Event description:
It was reported to boston scientific via an article published in the arab journal of urology that a study was conducted to evaluate the effect of preoperative silodosin on ureteric dilatation to facilitate ureteral access sheath (uas) placement and reduction of ureteral wall injury in retrograde intrarenal surgery (rirs). Data from 120 patients with renal or upper ureteric stone of 2 cm or less was included in the study. During the procedures, the patients were positioned in the lithotomy position under general anesthesia. A sensor wire was used to access the ureter, allowing a navigator to be inserted. Then, a flexible ureteroscope lithovue was passed through the navigator for laser lithotripsy. Within the reported complications, 82 patients experienced postoperative pain, and 38 required extra analgesic. 12 patients experienced hematuria, while ureteral injury occurred on 22 cases. Lastly, 13 patients experienced urinary tract infection, requiring antibiotics.

Manufacturer narrative:
Correction to block g2: report source block b3: the exact event onset date is unknown. The provided event date of july 22, 2024 was chosen based on the date the article was received. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e1302 captures the reportable event of hematuria. Patient code e2006 captures the reportable event of erosion. Patient code e2009 captures the reportable event of laceration. Patient code e1310 captures the reportable event of urinary tract infection. Patient code e2330 captures the reportable event of pain. Impact code f2303 captures the reportable event of medication required. Literature source: ahmed higazy, mohamed samir, ahmed abdelghani, a.m. Tawfeek, and ahmed radwan (2024). Effect of preoperative silodosin on facilitating access sheath placement in retrograde intrarenal surgery. A randomized controlled studys. Arab journal of urology 2025, vol. 23, no. 2, 117-123. Https://doi.org/10.1080/20905998.2024.2414134.